Event description:
Doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again [arthrocentesis] doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again [injection site joint effusion] ([joint range of motion decreased], [injection site joint swelling], [injection site joint pain]) case narrative: initial information received on 19-feb-2024 regarding an unsolicited valid serious case received from a patient from united states. This case involves 75 years old male patient who experienced doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. He had a significant pain on the back of his knee. He took synvisc-one because he did not have a lot of cartilage. He plays pickle ball. Patient took a dose of synvisc-one 2 years ago on his right knee as well, but it helped him.. On (B)(6) 2024 on a thursday, the patient started using hylan g-f 20, sodium hyaluronate injection in right knee (with strength: 48mg/6ml, an unknown batch number, expiry date, dose, route) for osteoarthritis from the orthopedist. The next day on (B)(6) 2024 after the latency of 1 day, his right knee swelled up (injection site joint swelling). Over the weekend it blew up again. Patient went to see his orthopedic doctor on (B)(6) 2024, and his doctor drained 67 cc of fluid from his knees and it got better for a while. Patient stated that there was accumulation of fluid overnight, so he went back to his doctor and his doctor drained 47 or 48 cc of the fluid from his knees (injection site joint effusion) (aspiration joint) (onset: 22-jan-2024, latency: 4 days). The doctor also gave him steroid shots and sent a sample of the fluid to be tested in order to determine if there was an infection. Patient stated that there was no infection, but his right knee stayed swollen. Patient went back to his doctor for the pain on his right knee (injection site joint pain, onset: jan-2024, latency: few days approximately). Patient also took a dose of synvisc-one 2 years ago on his right knee as well, but it helped him and currently, it made his right knee worst. His experience this time was quite different. Patient reported that before he only felt a little pinch, but now he can't bend his right knee (foot) properly for 5 weeks (joint range of motion decreased, onset: jan-2024, latency: few days approximately). He was still having problems currently and it would be 5 weeks on thursday. He was currently in pain and was worse after syvnvisc-one. He did not have the lot number. Patient wanted to know how long would the swelling and pain last and if this effect is normal or not. Patient was asking for a caretaker or supervisor that can call him back since he already know or read that was provided. He was informed this may take a month. Action taken: not applicable for both events. Corrective treatment: steroid shots was received for both events. At time of reporting, the outcome was unknown for aspiration joint and not recovered for injection site joint effusion. Seriousness criteria: medically significant for aspiration joint. A product technical complaint (ptc) was initiated on 19-feb-2024 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). The sample was not available and ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 22feb24). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending as product event handling to determine if a CAPA is required. The final investigation was completed on 01-mar-2024 with summarized conclusion as no assessment possible. Additional information was received on 19-feb-2024 from quality department: ptc details with global ptc number added. Text was amended accordingly. Additional information was received on 01-mar-2024 from quality department: ptc details with summarized conclusion added. Text was amended accordingly.

Event description:
Doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again [arthrocentesis]. Doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again [injection site joint effusion] ([joint range of motion decreased], [injection site joint swelling], [injection site joint pain]). Case narrative: initial information received on 19-feb-2024 regarding an unsolicited valid serious case received from a patient from united states. This case involves 75 years old male patient who experienced doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. He had a significant pain on the back of his knee. He took synvisc-one because he did not have a lot of cartilage. He plays pickle ball. Patient took a dose of synvisc-one 2 years ago on his right knee as well, but it helped him. On (B)(6) 2024 on a thursday, the patient started using hylan g-f 20, sodium hyaluronate injection in right knee (with strength: 48mg/6ml, an unknown batch number, expiry date, dose, route) for osteoarthritis from the orthopedist. The next day on (B)(6) 2024 after the latency of 1 day, his right knee swelled up (injection site joint swelling). Over the weekend it blew up again. Patient went to see his orthopedic doctor on (B)(6) 2024, and his doctor drained 67 cc of fluid from his knees and it got better for a while. Patient stated that there was accumulation of fluid overnight, so he went back to his doctor and his doctor drained 47 or 48 cc of the fluid from his knees (injection site joint effusion) (aspiration joint) (onset: (B)(6) 2024, latency: 4 days). The doctor also gave him steroid shots and sent a sample of the fluid to be tested in order to determine if there was an infection. Patient stated that there was no infection, but his right knee stayed swollen. Patient went back to his doctor for the pain on his right knee (injection site joint pain, onset: (B)(6) 2024, latency: few days approximately). Patient also took a dose of synvisc-one 2 years ago on his right knee as well, but it helped him and currently, it made his right knee worst. His experience this time was quite different. Patient reported that before he only felt a little pinch, but now he can't bend his right knee (foot) properly for 5 weeks (joint range of motion decreased, onset: (B)(6)2024, latency: few days approximately). He was still having problems currently and it would be 5 weeks on thursday. He was currently in pain and was worse after syvnvisc-one. He did not have the lot number. Patient wanted to know how long would the swelling and pain last and if this effect is normal or not. Patient was asking for a caretaker or supervisor that can call him back since he already know or read that was provided. He was informed this may take a month. Action taken: not applicable for both events. Corrective treatment: steroid shots was received for both events. At time of reporting, the outcome was unknown for aspiration joint and not recovered for injection site joint effusion. Seriousness criteria: medically significant for aspiration joint and intervention required (arthrocentesis) for injection site joint effusion and its symptoms. A product technical complaint (ptc) was initiated on 19-feb-2024 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). The sample was not available and ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 22feb24). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending as product event handling to determine if a CAPA is required. The final investigation was completed on 01-mar-2024 with summarized conclusion as no assessment possible. Additional information was received on 19-feb-2024 from quality department: ptc details with global ptc number added. Text was amended accordingly. Additional information was received on 01-mar-2024 from quality department: ptc details with summarized conclusion added. Text was amended accordingly. Based upon information previously received, the seriousness criteria updated for event injection site joint effusion.

Event description:
Doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again [arthrocentesis] doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again [injection site joint effusion] ([joint range of motion decreased], [injection site joint swelling], [injection site joint pain]) case narrative: initial information received on 19-feb-2024 regarding an unsolicited valid serious case from a patient. This case is linked to case (B)(4) (multiple devices suspect for same patient). This case involves 75 years old male patient whose doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. He had a significant pain on the back of his knee. He took synvisc-one because he did not have a lot of cartilage. He played pickle ball. Patient took a dose of synvisc-one 2 years ago on his right knee as well, but it helped him. On (B)(6) 2024 on a thursday, the patient started using hylan g-f 20, sodium hyaluronate injection in right knee (with strength: 48mg/6ml, an unknown batch number, expiry date, dose, route) for osteoarthritis from the orthopedist. The next day on (B)(6) 2024 after the latency of 1 day, his right knee swelled up (injection site joint swelling). Over the weekend it blew up again. Patient went to see his orthopedic doctor on (B)(6) 2024, and his doctor drained 67 cc of fluid from his knees and it got better for a while. Patient stated that there was accumulation of fluid overnight, so he went back to his doctor and his doctor drained 47 or 48 cc of the fluid from his knees (injection site joint effusion) (aspiration joint) (onset: 22-jan-2024, latency: 4 days). The doctor also gave him steroid shots and sent a sample of the fluid to be tested in order to determine if there was an infection. Patient stated that there was no infection, but his right knee stayed swollen. Patient went back to his doctor for the pain on his right knee (injection site joint pain, onset: jan-2024, latency: few days approximately). Currently, the injection made his right knee worst. His experience this time was quite different. Patient reported that before he only felt a little pinch, but now he can't bend his right knee (foot) properly for 5 weeks (joint range of motion decreased, onset: jan-2024, latency: few days approximately). He was still having problems currently and it would be 5 weeks on thursday. He was currently in pain and was worse after syvnvisc-one. He did not have the lot number. Patient wanted to know how long would the swelling and pain last and if this effect was normal or not. Patient was asking for a caretaker or supervisor that can call him back since he already know or read that was provided. He was informed this may take a month. Action taken: not applicable for both events. Corrective treatment: doctor drained 67 cc of fluid from his knees and then doctor drained 47 or 48 cc of the fluid from his knees and steroid shots for injection site joint effusion at time of reporting, the outcome was unknown for aspiration joint and not recovered for injection site joint effusion. Seriousness criteria: intervention required for both the events. A product technical complaint (ptc) was initiated on 19-feb-2024 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(6). The sample was not available and ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 22feb24). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending as product event handling to determine if a CAPA is required. The final investigation was completed on 01-mar-2024 with summarized conclusion as no assessment possible. Additional information was received on 19-feb-2024 from quality department: ptc details with global ptc number added. Text was amended accordingly. Additional information was received on 01-mar-2024 from quality department: ptc details with summarized conclusion added. Text was amended accordingly. Based upon information previously received, the seriousness criteria updated for event injection site joint effusion. Based upon information previously received, imdrf 'health impact' code was added as 'surgical intervention' for event of 'injection site joint effusion. Preliminary comments and company comment was added as well.

Event description:
Doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again [arthrocentesis]. Doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again [injection site joint effusion] ([joint range of motion decreased], [injection site joint swelling], [injection site joint pain]) synovial fluid analysis was normal [synovial fluid analysis normal]. Case narrative: initial information received on 19-feb-2024 regarding an unsolicited valid serious case from a patient. This case is linked to case (B)(4) (multiple devices suspect for same patient). This case involves 75 years old male patient whose doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again and his synovial fluid analysis normal after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. He had a significant pain on the back of his knee. He took synvisc-one because he did not have a lot of cartilage. He played pickle ball. Patient took a dose of synvisc-one 2 years ago on his right knee as well, but it helped him. On (B)(6) 2024 on a thursday, the patient started using hylan g-f 20, sodium hyaluronate injection in right knee (with strength: 48mg/6ml, an unknown batch number, expiry date, dose, route) for osteoarthritis from the orthopedist. The next day on (B)(6) 2024 after the latency of 1 day, his right knee swelled up (injection site joint swelling). Over the weekend it blew up again. Patient went to see his orthopedic doctor on (B)(6) 2024, and his doctor drained 67 cc of fluid from his knees and it got better for a while. Patient stated that there was accumulation of fluid overnight, so he went back to his doctor and his doctor drained 47 or 48 cc of the fluid from his knees (injection site joint effusion) (aspiration joint) (onset: (B)(6) 2024, latency: 4 days). The doctor also gave him steroid shots and sent a sample of the fluid to be tested in order to determine if there was an infection. Patient stated that there was no infection and his synovial fluid analysis was normal (synovial fluid analysis normal) but his right knee stayed swollen. Patient went back to his doctor for the pain on his right knee (injection site joint pain, onset: (B)(6) 2024, latency: few days approximately). Currently, the injection made his right knee worst. His experience this time was quite different. Patient reported that before he only felt a little pinch, but now he can't bend his right knee (foot) properly for 5 weeks (joint range of motion decreased, onset: (B)(6) 2024, latency: few days approximately). He was still having problems currently and it would be 5 weeks on thursday. He was currently in pain and was worse after syvnvisc-one. He did not have the lot number. Patient wanted to know how long would the swelling and pain last and if this effect was normal or not. Patient was asking for a caretaker or supervisor that can call him back since he already know or read that was provided. He was informed this may take a month. Relevant laboratory test results included: synovial fluid analysis - on (B)(6) 2024: [no infection]. Action taken: not applicable for all the events. Corrective treatment: doctor drained 67 cc of fluid from his knees and then doctor drained 47 or 48 cc of the fluid from his knees and steroid shots for injection site joint effusion; not reported for synovial fluid analysis was normal. At time of reporting, the outcome was unknown for aspiration joint and synovial fluid analysis was normal and not recovered for injection site joint effusion. Seriousness criteria: intervention required for injection site joint effusion and aspiration joint. A product technical complaint (ptc) was initiated on 19-feb-2024 for synvisc one (hylan g-f 20, sodium hyaluronate) (batch number: unknown) with global ptc number: (B)(4). The sample was not available and ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 22feb24). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending as product event handling to determine if a CAPA is required. The final investigation was completed on 01-mar-2024 with summarized conclusion as no assessment possible. Additional information was received on 19-feb-2024 from quality department: ptc details with global ptc number added. Text was amended accordingly. Additional information was received on 01-mar-2024 from quality department: ptc details with summarized conclusion added. Text was amended accordingly. Based upon information previously received, the seriousness criteria updated for event injection site joint effusion. Based upon information previously received, imdrf 'health impact' code was added as 'surgical intervention' for event of 'injection site joint effusion. Preliminary comments and company comment was added as well. Based upon information previously received, the event of synovial fluid analysis normal was added. Lab of synovial fluid analysis added. Text amended accordingly.

Event description:
Doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again [arthrocentesis]. Doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again [injection site joint effusion] ([joint range of motion decreased], [injection site joint swelling], [injection site joint pain]). Case narrative: initial information received on 19-feb-2024 regarding an unsolicited valid serious case received from a patient from united states. This case involves 75 years old male patient who experienced doctor drained 67 cc of fluid from his knees and it got better for a while patient stated that there was accumulation of fluid overnight, so doctor drained 47 cc of the fluid from his knees again with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. He had a significant pain on the back of his knee. He took synvisc-one because he did not have a lot of cartilage. He plays pickle ball. Patient took a dose of synvisc-one 2 years ago on his right knee as well, but it helped him. On (B)(6) 2024 on a thursday, the patient started using hylan g-f 20, sodium hyaluronate injection in right knee (with strength: 48mg/6ml, an unknown batch number, expiry date, dose, route) for osteoarthritis from the orthopedist. The next day on (B)(6) 2024 after the latency of 1 day, his right knee swelled up (injection site joint swelling). Over the weekend it blew up again. Patient went to see his orthopedic doctor on (B)(6) 2024, and his doctor drained 67 cc of fluid from his knees and it got better for a while. Patient stated that there was accumulation of fluid overnight, so he went back to his doctor and his doctor drained 47 or 48 cc of the fluid from his knees (injection site joint effusion) (aspiration joint) (onset: on (B)(6) 2024, latency: 4 days). The doctor also gave him steroid shots and sent a sample of the fluid to be tested in order to determine if there was an infection. Patient stated that there was no infection, but his right knee stayed swollen. Patient went back to his doctor for the pain on his right knee (injection site joint pain, onset: on (B)(6) 2024, latency: few days approximately). Patient also took a dose of synvisc-one 2 years ago on his right knee as well, but it helped him and currently, it made his right knee worst. His experience this time was quite different. Patient reported that before he only felt a little pinch, but now he can't bend his right knee (foot) properly for 5 weeks (joint range of motion decreased, onset: on (B)(6) 2024, latency: few days approximately). He was still having problems currently and it would be 5 weeks on thursday. He was currently in pain and was worse after syvnvisc-one. He did not have the lot number. Patient wanted to know how long would the swelling and pain last and if this effect is normal or not. Patient was asking for a caretaker or supervisor that can call him back since he already know or read that was provided. He was informed this may take a month. Action taken: not applicable for both events. Corrective treatment: steroid shots was received for both events. At time of reporting, the outcome was unknown for aspiration joint and not recovered for injection site joint effusion. Seriousness criteria: medically significant for aspiration joint.